Manufacturer narrative:
B3: date of event: date of event was approximated to 07/01/2025 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation.

Event description:
It was reported to boston scientific corporation that a bite blox was used during a procedure on unknown date. It was reported that the bite blox was found to be broken upon removal from its individual packaging. A new device from the same lot was opened and used to successfully complete the procedure. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a bite blox was used during a procedure on unknown date. It was reported that the bite blox was found to be broken upon removal from its individual packaging. A new device from the same lot was opened and used to successfully complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 07/01/2025 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Block h11: the returned bite blox was analyzed. A break was identified in one of the side handles. No signs of usage were observed. No other damages or defects were observed. Product analysis confirmed the reported event: the bite blox was broken. However, due to the absence of bite marks on the device, it is unlikely that it was used. A review of the device history record (DHR) from two probable lots confirmed that the device met all material, assembly, and performance specifications at the time of release for distribution. Therefore, the damage is unlikely to be related to manufacturing. Based on a comprehensive review and analysis of all available information, the most probable cause is cause traced to component failure, indicating that the noted damage resulted from an expected or random component failure without any design or manufacturing defect.